Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the pump touchscreen is often unresponsive. Additionally, it was reported that the cartridge did not fit onto the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.